Event description:
The customer reported that a pt was discovered to have no vital signs, as they were connecting the pt to the monitor.

Manufacturer narrative:
The customer reported that a pt was discovered to have no vital signs, as they were connecting the pt to the monitor. The customer reported that the monitor was not a factor in the death, and no info provided suggests that it might be a factor. The pt was not being monitored when they ceased to have vital signs. No provided info suggests that there was a malfunction. No further investigation or action is warranted.